Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured drill bit involving a triathlon 1/8¿ peg drill was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis has been performed for the same lot under pr. The report concluded there were no material or manufacturing defects observed on the fracture surfaces examined. -medical records received and evaluation: not performed as there is no indication patient factors contributed to the reported event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there has been one similar event for the reported lot ID. Conclusions: the event was confirmed, the drill bit fractured. The fractured piece was not returned for evaluation. A material analysis has been performed for the same lot under pr. The report concluded there were no material or manufacturing defects were observed on the fracture surfaces examined.

Event description:
The femoral sizing guide drill bit broke while drilling through the sizer.

Event description:
The femoral sizing guide drill bit broke while drilling through the sizer.